Manufacturer narrative:
Pump passed the displacement, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Pump failed the sleep current test. High sleep current isolated to pcba 1. No damage on the electronic assembly, motor or force sensor noted during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked belt clip rail case corner and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm. Customer stated that the battery compartment was corroded or damaged. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.